Event description:
It was reported that the aq2015a three piece silicone lens was opened upon receipt, inspected under a microscope and marks were noted. No pt contact.

Manufacturer narrative:
(B) (4): eval results: (other) - a work order search was performed and there were no similar complaints found. (B) (4).